Manufacturer narrative:
Outcomes attributed to adverse event: a risk to the patient's health could not be excluded for these specific circumstances, since a biopsy was applied and samples taken in a different location in the brain than anticipated and planned with the brainlab navigation involved, despite according to the surgeon: the surgery was only to retrieve diagnostic samples, not to remove or treat the lesion. The outcome of the surgery was successful as intended, with the desired diagnostic sample received without any changes to the intended procedure. There was no serious harm or permanent negative effect to the patient due to the (successful) biopsy attempt - a minor hemorrhage occurred, not necessarily due to the deviation, but this hemorrhage did not require any remedial actions / medical or surgical intervention. There we no other negative effects to the patient or treatment, also no significant prolong of surgery/anesthesia. There are further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. Adverse event problem: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the inaccurate biopsy needle path that deviated anteriorly by approximately 7 - 10 mm from the planned (intended) trajectory was an inadequate patient registration to navigation due to the combination of: a patient scan that did not follow brainlab scan protocols for surface matching registration. The headrest/table was not excluded and the entire face was not captured in the scan. Nearly the entire profile of the nose was missing from the scan and some skin shift was present in the patient scan (i.e. Difference in the skin surface anatomy between the patient scan and actual patient during the procedure). Inadequate registration point acquisition by the user that didn't follow brainlab recommendations for surface matching registration. Registration points were not acquired over recommended areas (e.g. The nose since it was missing in the scan) and some points were acquired in areas of skin shift in the patient scan. A potential contributing factor to the reported inaccuracy is the use of damaged hardware at this biopsy case. Brainlab identified an issue with the vario reference arm and reference arrays during post-case hardware checks whereby a potentially improper (but stable) fixation of the reference arrays to the vario reference arm was possible. As the damaged hardware, likely due to improper handling during continued use after handover to the customer, identified were the same used at this biopsy case, the possibility that the user may have attached either (or both) of the reference arrays to the vario reference arm improperly - thus resulting in a navigation inaccuracy - cannot be excluded. Brainlab navigation software relies on the recognition of an exact geometry and positioning of the reflective marker spheres on the (unsterile and sterile) reference arrays for accurate tracking of navigated instruments on the registered preoperative patient scan. If the position of the reference array after sterile exchange is different from the reference array during patient registration (when the coordinate system for navigation was established), the instruments tracked in the navigation display will not be accurate to the actual patient anatomy. Apparently, a deviation in the navigation display (of up to a reported 5 mm) between the registered preoperative patient image and the actual patient anatomy at the procedure was recognized and acknowledged by the user during verification of the registration, but the registration was still accepted and used to plan and perform invasive surgical steps. The resulting deviation at the region of interest was not recognized by the user with the appropriate and necessary accuracy verification throughout the entire procedure, including after registration (at verification), after draping, and during the biopsy. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Usage of device: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The damaged/worn hardware is no longer in clinical use at this site.

Event description:
A cranial surgery for a biopsy for retrieval of a diagnostic sample of a lesion, suspected lymphoma, located cortical parietal in the left hemisphere of the brain, ca. 26mm deep with a size of ca. 7ccm, has been performed with the aid of the (B)(4). The pre-operative CT scan to reference the navigation display to, was acquired 3 days before the surgery. An MRI scan was fused to this CT and a trajectory was planned. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder, and attached the unsterile patient reference array for navigation to the head holder. Performed the image registration with surface matching, acquiring registration points using the softouch on the patient's skin surface to match the display of the navigation to the current patient anatomy. Verified the accuracy, accepted the registration to proceed, determined the entry point with the navigated pointer, and marked it on the patient skin. Removed the unsterile reference array, draped the patient, and attached a sterile reference array. Confirmed the marked entry point with the pointer, performed the incision, and created the burr hole (craniotomy) with a size of ca. 14mm. Aligned the varioguide to the planned trajectory and performed the biopsy with a navigated biopsy needle through the navigated varioguide. 1 pass for 3 samples was intended and done, and the specimen were provided to pathology. With the biopsy needle still in place, performed a post placement o-arm scan. After confirmation of diagnostic sample retrieved from the first attempt as desired, with lymphoma detected, completed the surgery with no changes to the intended procedure and closed the patient. After the surgery, the surgeon fused the post placement o-arm scan to the existing pre-operative scans, and determined that the actual location and trajectory of the needle placed had deviated by ca.7-10mm from the planned trajectory and target point. According to the surgeon: the surgery was only to retrieve diagnostic samples (for determination of lymphoma), not to remove or treat the lesion. The outcome of the surgery was successful as intended, with the desired diagnostic sample received without any changes to the intended procedure. There was no serious harm or permanent negative effect to the patient due to the (successful) biopsy attempt - a minor hemorrhage occurred, not necessarily due to the deviation, but this hemorrhage did not require any remedial actions / medical or surgical intervention. There we no other negative effects to the patient or treatment, also no significant prolong of surgery/anesthesia. There are further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.